Event description:
It was reported that, one day post implant, the thresholds on the right ventricular (rv) lead increased to high measurements along with an impedance change. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.